Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter bifurcation funnel during pretest.

Event description:
It was reported that water leaked from the catheter bifurcation funnel during pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole (0.012") over the inflation lumen at the trifurcation. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be end of shaft doesn't match with the mark in core pin. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure.